Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports that the IV set leaks during chemotherapy use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was confirmed that the sample is not available for further evaluation. Without the actual device and/or lot number further investigation is not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.